Event description:
It was reported that during lead implantation, it was noted that impedance was greater than 2500 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and analysis results revealed no anomalies found. It was noted that there was blood present on the helix.